Manufacturer narrative:
The unit had an intermittent button response due to a corroded keypad. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, a cracked reservoir tube lip, and a broken belt clip slot.

Event description:
The customer called in to report that the insulin pump had a keypad anomaly. The customer's blood glucose level was 144 mg/dl. The customer could not recall any significant events leading to the issue. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was informed that the device would be replaced, and was informed to return the malfunctioning device back for analysis.